Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead dislodged due to the suture sleeve not being tied tightly. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported loss of capture could not be confirmed. The device was tested on the bench and exhibited normal electrical characteristics. A visual/mechanical inspection was performed and no anomalies were found. The root cause for dislodgment, which in turn caused a loss of capture, could not be determined.